Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was in clinical use. The procedure was completed by restarting the system. It was reported to philips that the system¿s c-arm was unable to perform geometry movements. The philips field service engineer (fse) visited to the site the fse diagnosed the system. On investigation the fse found issues related to the c-arm longitudinal movement mechanism. Further troubleshooting by fse revealed defective components, including a pan handle ttcb with exposed wiring, a longitudinal potentiometer unit, and a broken sam handgrip (l-arm y). To resolve the issue, fse replaced the pan handle, sam handgrip and potentiometer unit, cleaned and calibrated the system. The defective parts were returned for further analysis. Functional testing was performed for the defective parts and found that the pan handle cable was damaged. Sam handgrip buttons were found to be completely missing, however there was no failure found related with potentiometer. After the replacement, system was performing as intended and was handed over to the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was in clinical use. The procedure was completed by restarting the system. It was reported to philips that the system¿s c-arm was unable to perform geometry movements. The philips field service engineer (fse) visited to the site the fse diagnosed the system. On investigation the fse found issues related to the c-arm longitudinal movement mechanism. Further troubleshooting by fse revealed defective components, including a pan handle ttcb with exposed wiring, a longitudinal potentiometer unit, and a broken sam handgrip (l-arm y). To resolve the issue, fse replaced the pan handle, sam handgrip and potentiometer unit, cleaned and calibrated the system. The defective parts were returned for further analysis. Functional testing was performed for the defective parts and found that the pan handle cable was damaged. Sam handgrip buttons were found to be completely missing, however there was no failure found related with potentiometer. After the replacement, system was performing as intended and was handed over to the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.